Event description:
Follow up revealed that patient's ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient began to experience discomfort at the ipg site, due to weight loss. As a result, the patient may undergo surgical intervention at alter date.